Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/28/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states the unit has too high of volume. On (B)(6) 2016 the customer clarified that during preventative maintenance testing, the unit was set to deliver 75ml/hr of h2o for 30 minutes and received 44.7 ml h2o.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the unit has too high of volume. On (B)(6) 2016 the customer clarified that during preventative maintenance testing, the unit was set to deliver 75 ml/hr of h2o for 30 minutes and received 44.7 ml h2o". The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.